Event description:
The initial reporter received questionable elecsys cea assay results for two patient samples tested on the cobas 8000 - cobas e 602 module. The initial results were reported outside of the laboratory. The doctor questioned the result which prompted a rerun of the samples. Sample 2 was rerun on another e602 module. On (B)(6) 2022, sample 1 had an initial result of 0.2 ng/ml with a data flag. The repeat result on (B)(6) 2022 was 48.1 ng/ml. On (B)(6) 2022, sample 2 had an initial result from the analyzer of 0.2 ng/ml. The repeat result from the other e602 was 8.17 ng/ml. The repeat results were deemed correct. The reagent lot number is 53341701 with an expiration date of 31-aug-2022.

Manufacturer narrative:
The calibration performed on 10-mar-2022 did not indicate an issue. The qc target mean and ranges were provided, but only one qc measurement for level 1 was provided. The investigation was unable to confirm if the customer's qc recovery was acceptable for (B)(6) 2022. The specimens are serum samples. Other pre-analytical data were requested but not provided. The alarm trace did not indicate an issue. The field service engineer (fse) checked the fluidics, sample probe voltage, alignments, and wash functions and did not find any issues. The fse did not find any cause for the issue. The cause of the event could not be determined.